Event description:
It was reported that the arterial sheath caused a dissection that resulted in additional intervention. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient emerged from general endotracheal anesthesia (geta) with left side face droop and left side weakness that was worse than pre-operation baseline. Imaging revealed an occluded right common carotid artery, an occluded right internal carotid artery, a dissection, and thrombus within the enroute stent. The physician believed the arterial sheath caused the dissection that potentially occluded the carotid post-operation, which contributed to the thrombosis. A thrombectomy was performed to treat the thrombosis. The patient returned to baseline approximately four hours post thrombectomy.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the arterial sheath caused a dissection that resulted in additional intervention. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient emerged from general endotracheal anesthesia (geta) with left side face droop and left side weakness that was worse than pre-operation baseline. Imaging revealed an occluded right common carotid artery, an occluded right internal carotid artery, a dissection, and thrombus within the enroute stent. The physician believed the arterial sheath caused the dissection that potentially occluded the carotid post-operation, which contributed to the thrombosis. A thrombectomy was performed to treat the thrombosis. The patient returned to baseline approximately four hours post thrombectomy.